Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor was retracted inside of the sensor base. No broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due the customer returned opened and used.

Event description:
It was reported that the customer had a sensor break off in her body. She went to go see her healthcare provider and had x-rays done. The sensor was not found in her body. Her blood glucose level was not reported. A part of the sensor cannula, at the base, looked jagged. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.